Manufacturer narrative:
UDI not available as the product information was not provided.

Event description:
It was reported that the patient experienced discomfort and sought medical attention. It was noted that an infection was identified in the cyst, with associated redness and pacemaker pocket rupture, resulting in pacemaker exposure. The physician does not believe infection was device or procedure related. The pacemaker was explanted and replaced. The patient was in a stable condition.